Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition.

Manufacturer narrative:
Mfg site ID updated to (B)(4). Device information updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) shut off twice for no reason and the patient had a return of back pain. A power on reset (por) message had been displayed. The ins was checked with the clinician programmer and reprogramming was attempted. The ins was replaced and the issue was resolved. The patient had effective therapy after the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.